Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the output connector assembly had the black wire pulled from the crimp. Analysis also found one encoder nut was loose and three encoder nuts were not torqued to specification. Display wires were pinched. (B)(4).